Manufacturer narrative:
D4-UDI #: (B)(4). Investigation summary: technical services assisted the customer in interpreting their results according to the current revision of the package insert and their troubleshooting literature. During intake, the customer stated they put 6 drops of reagent into the top hole, inserted the swab in the test card, removed the swab, swabbed both of their nostrils, and reinserted the swab in the test card. Technical services informed the customer that the test was invalid since they inserted the swab stick first before collecting sample from their nostrils. Technical services informed the customer to collect sample first before inserting the swab into the card and make sure to rotate the swab three times to the right. Technical services recommended a retest. Technical services informed the customer that if the solution contacts the skin or eye, flush with copious amount of water. If irritation persists, seek medical advice. Technical services informed the customer that the extraction reagent contains mixture of detergents, salts, and preservative in a water-based solution. Technical services sent a copy of the safety data sheet for reagent solution via email. The customer was satisfied with the information provided and had no further questions. The reported issue of reagent on swab is anticipated in nature and severity for the binaxnow covid-19 ag card abbott diagnostics scarborough will continue to monitor and trend for this reported issue as part of our ongoing post market surveillance. H3 other text : single use; device discarded.

Event description:
The consumer reported an accidental reagent exposure to the nostrils with a binaxnow covid-19 antigen self-test on (B)(6) 2023. The consumer dipped the test swab in the reagent first then swabbed her nose. The consumer confirmed there was no death or serious injury. Additionally, the consumer confirmed there was no impact in their treatment.